Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was seen to have elevating and high threshold values as well as varying impedance values. A lead replacement was planned for the scheduled generator replacement procedure. However, the ra lead exhibited no issues when connected to the new generator and therefore, remains in use. No patient complications have been reported as a result of this event.